Event description:
A 2.75mm diameter x 24mm length endeavor rapid exchange (rx) drug-eluting coronary stent was deployed in the mid lad of a patient with no issue reported. However, it was reported that 5 days post implant, mi was confirmed and revascularization was performed on another vessel. Communication from the field confirmed that revascularization was not required at the site of the deployed endeavor rx stent and the reported event was not related to the relevant device or the procedure. The patient is reported to be recovered and no other clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Results: root cause of mi cannot be determined. Mi, tvr.

Manufacturer narrative:
Patient underwent revascularisation of the lad using non medtronic stents due to restenosis. Investigator assessed that the event was related to the index device. Patient recovered.